Event description:
It was reported that review of this cardiac resynchronization therapy defibrillator (crt-d) found a stored ventricular episode from a few months ago showed fine noise on the right ventricular (rv) lead that was oversensed causing pacing inhibition greater than two seconds. The patient was brought into the clinic where they were unable to recreate the noise with isometrics or valsalva, however the patient was unable to give a strong effort. The patient was dependent, so the plan was to considering increasing automatic gain control and continue to monitor. The system remains in-service. No adverse patient effects were reported.